Event description:
It was reported that a revision surgery for an acl reconstruction was performed because the patient's knee felt loose at the initial post-op visit. X-ray showed the button had pulled through the bone and was no longer on the cortex of the femur. The button was removed and the revision was completed with a different device. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is selection of incorrect implant size (diameter and length) for the bone socket size and/or patient non-compliance with the post-op protocol. Product directions for use (dfu-0143) state the loop length must be adequate for the button to exit the cortex. Measurements of intraosseous length and socket depth are critical for proper implant selection. The dfu also states postoperatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, will not be returned.